Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate electric shocks, anti-tachycardia pacing (atp) and pacemaker mediated tachycardia (pmt) due to atrial fibrillation (af) with rapid ventricular response (rvr). Device operation was confirmed and the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate electric shocks, anti-tachycardia pacing (atp) and pacemaker mediated tachycardia (pmt) due to atrial fibrillation (af) with rapid ventricular response (rvr). Device operation was confirmed and the product remains in service and no additional adverse patient effects were reported.